Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm, micl13.7, -6.5 diopter, implantable collamer lens into the patient's eye on (B)(6) 2018. Elevated iop (intraocular pressure) without pupil block and angle closure was observed, date assessed: (B)(6) 2018. Lens remains implanted, surgeon had planned to exchange the lens on (B)(6) 2018 for a shorter length lens but the surgery was postponed by the patient and has not rescheduled. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 13.7mm, micl13.7, -6.5 diopter, implantable collamer lens into the patient's eye on (B)(6) 2018. Elevated iop (intraocular pressure) without pupil block and angle closure was observed, date assessed: (B)(6) 2018. The lens was removed on (B)(6) 2019 and replaced with a shorter length lens. It was reported that the replacement lens resolved the problem and the patient is fine. The explanted lens was discarded and will not be returned. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted. Secondary surgical intervention, explant. (B)(4).